Event description:
A retrograde femoral nail broke post-operatively. In 1999, pt was treated for left proximal femur fracture and left midshaft femur fracture with a 135 degree dhs plate proximally and the subject retrograde nail implanted distally. Femoral nail fractured in 3/2000 and non-union was diagnosed. All hardware was removed during revision surgery in 2000.